Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted lead as this lead got stuck in the superior vena cava and could not be removed. It was then elected to cut and cap the lead and continue with a new lead. However, upon putting both the new lead and sheath, the lead was dislodged from the superior vena cava. The physician was able to remove the lead without difficulties. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted lead as this lead got stuck in the superior vena cava and could not be removed. It was then elected to cut and cap the lead and continue with a new lead. However, upon putting both the new lead and sheath, the lead was dislodged from the superior vena cava. The physician was able to remove the lead without difficulties. The lead was never in service. No additional adverse patient effects were reported.